Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock and with low cardiac output syndrome was implanted with an impella 5.0 for mechanical circulatory support. It was reported during impella 5.0 support, it was noted from impella connect that the pump had an alarm for purge pressure high and the alarm was disabled. The medical team did not require assistance with resolving the issue. The patient was successfully weaned and explanted.